Event description:
Boston scientific received information that the patient implanted with these right atrial (ra) and right ventricular (rv) leads experienced muscle stimulation. Upon device interrogation, loss of capture was noted on both the ra and rv leads, and no sensing was observed. An x-ray was performed, which revealed both leads were dislodged. A lead revision was scheduled for the following week. No additional adverse patient effects were reported.

Manufacturer narrative:
The leads remain implanted pending a revision procedure. This report will be updated when additional information is received.

Manufacturer narrative:
Boston scientific received additional information that the lead revision was performed. During the procedure, the ra lead was explanted and the rv lead was successfully repositioned. The explanted lead is not expected to be returned. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--